Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. It was noted that the patient had been feeling less energetic since their previous visit possibly due to lack of biventricular pacing. No device intervention was performed. Patient was stable and will continue to be monitored normally.

Manufacturer narrative:
Correction: the new event description is correct and should supersede the previously reported event description.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. It was noted that the patient had been feeling less energetic since their previous visit possibly due to lack of biventricular pacing. The device was reprogrammed. Patient was stable and will continue to be monitored normally.